Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Post-explant, the patient was placed on do not resuscitate (dnr) status due to co-morbidities, no new pacemaker system was implanted, and the patient subsequently passed away.